Event description:
It was reported that the ilet user's caregiver called because the continuous glucose sensor was in warmup while the user had a fingerstick blood glucose of 395 mg/dl, and the user announced a usual meal as a means of correction, which the agent advised against due to the risk of maladaptation. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no need for medical intervention, and no hospitalization. Investigation included troubleshooting and education on appropriate use of meal announcements and observation of glucose trends during sensor warmup. Investigation of this case revealed that the device was functioning as designed during sensor warmup and that user technique, specifically using meal announcements as a corrective action during a period without sensor data, contributed to the elevated glucose and management approach. It was concluded, based on previously established findings for similar reports, that user technique and use error were the most likely causes.